Manufacturer narrative:
The device was not returned for analysis. Since the device was not returned, we are unable to perform further root cause analysis. All devices are 100% tested and all products are 100% inspected for damages and irregularities during manufacture. No corrective action. Monitoring and trending this type of event. Device migration is a known inherent risk of endovascular procedure and is documented in our device¿s instruction for use (IFU). Based on the reported information, there is no evidence suggesting that the device was defective, but rather a post procedure related event. The event could not be confirmed, as cause of the event could not be definitively determined. Per the instructions for use (IFU): select an appropriately sized ped such that it is fully expanded diameter is equivalent to that of the largest target vessel diameter. An incorrectly sized ped may result in inadequate device placement, incomplete opening, or distal migration. Anchor ped at least 2-3 mm into the proximal and distal segments of the parent artery, preferably in a straight portion of the parent artery. Use fluoroscopy to carefully monitor the tip of the core wire during ped deployment. Ped foreshortens substantially 50-60%) during deployment. Take device foreshortening into account when deploying ped. Linked with mdrs: 2029214-2019-00195. If information is provided in the future, a supplemental report will be issued.

Event description:
Citation: ¿endovascular management of spontaneous delayed migration of the flow-diverter stent.¿ yuan-hsiung tsai, ho-fai wong, shih-wei hsu, da et.al. Patient 1: the patient (B)(6) female was treated with partial coiling of the aneurysm with target detachable coils, a ped measuring 3 mm × 18 mm (ped-300-18) was deployed across the neck of the aneurysm with good neck coverage and vessel apposition. The procedure was uneventful, and the patient was dismissed with-out neurological deficits. The patient complained of aggravated dizziness during clinical follow-up. MRI performed 3 months post-operatively showed right temporal lobe infarction and persistent flow-void within the aneurysm. CT angiogram revealed distal migration of ped into the transverse segment of the mca, leaving the aneurysm neck unprotected. The diameter of the proximal landing zone of the initial fd measured by follow-up CT angiogram was 3.3 mm. Transient vasospasm with an under sized fd used might have been the reason for the migration. A second, overlapping ped was successfully deployed within and proximal to the first ped to cover the neck of the aneurysm. One year later, the patient¿s symptoms had completely resolved, and a follow-up dsa showed complete obliteration of the aneurysm.